Event description:
It has been reported to philips that the system had to be rebooted multiple times before it fully booted up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) identified that the software issues in the system. Fse reinstalled the software to ippc and flex vision pc. The switch in the m-cabinet was replaced as a preventive measure. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the reported issue occurred on (B)(6) 2024. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the system, reinstalled the software on the ip-pc and flexvision pc and replaced the ethernet switch as a preventive measure. After these actions the system has been returned to use in good working order. The log file from the date of occurrence was not available. Therefore, the log file analysis could not be performed. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcome.